Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('really bad blotting again') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), swelling ("the last 3 weeks I started to swell a lot") and fatigue ("extreme fatigue") and was found to have weight increased ("I gained more weight after surgery"). At the time of the report, the genital haemorrhage, swelling and fatigue outcome was unknown and the weight increased had not resolved. The reporter considered fatigue, genital haemorrhage, swelling and weight increased to be related to essure. The reporter commented: I eat really healthy. So I thought maybe I would try cutting out all foods high in nickel, but it does not to help any. My weight makes me want to cry everyday. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('really bad blotting again') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), swelling ("the last 3 weeks I started to swell a lot") and fatigue ("extreme fatigue") and was found to have weight increased ("I gained more weight after surgery"). At the time of the report, the genital haemorrhage, swelling and fatigue outcome was unknown and the weight increased had not resolved. The reporter considered fatigue, genital haemorrhage, swelling and weight increased to be related to essure. The reporter commented: I eat really healthy. So I thought maybe I would try cutting out all foods high in nickel, but it does not to help any. My weight makes me want to cry everyday. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.